Manufacturer narrative:
(B)(4). The death was not associated with lvad support. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced gastrointestinal (gi) bleeding with intermittent transfusion requirements. During the communications regarding the gi bleeding it was also reported that the patient expired on (B)(6) 2016, due to respiratory failure. Over the prior several weeks, the patient was not able to progress off of the ventilator. Fluid removal with peritoneal dialysis did not improve the patients' condition. Blood urea nitrogen (bun) had increased to the 140-150 mg/dl. Hemodialysis was associated with frequent episodes of ventricular tachycardia and ventricular fibrillation that required shocks from the implantable cardioverter defibrillator (ICD). The patient was more lethargic and hypotensive into the 45 mmhg range. It was reported that the patient also had pneumonias and coagulopathy, and that care would not be escalated. The patient continued on the ventilator with enteral nutrition and full lvad support. During the course of the day, the patient had periods of lucidity. The patient had continued hypotension, low flow alarms, and then pulseless electrical activity (pea). The patient was unresponsive, support was discontinued, and the patient expired. It was reported that the cause of the patient's death was not related to the device or device therapy, the cause was multi-system organ failure. It was reported that there were no issues with the lvad, no alarms, suspected thrombosis, or pump dysfunction.

Manufacturer narrative:
The pump was not explanted and therefore not available for investigation. A correlation between the device and the reported respiratory failure, gastrointestinal bleeding, low flow alarms and multi-system organ failure could not be conclusively determined. Reportedly, the pump was operating as intended and the cause of the patient¿s death was not related to the device or device therapy. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.